Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the motor mount screws were severed, one of which was wedged between the motor and camshaft gears, which has a causal relationship to system error 105. The motor assembly was replaced.

Event description:
During review of the event history log system error 105 was discovered. This suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.